Manufacturer narrative:
(B)(6).

Event description:
After the navigation ring replacement. A reaction from the touchscreen was observed to be out of alignment even after calibration was performed. Therefore, the touchscreen was replaced and the phenomenon was resolved. No patient involvement when this issue was found.

Manufacturer narrative:
A touchscreen was received for evaluation and testing was performed by a philips product investigation engineer on 15may2023. The touch screen passed all diagnostic testing, and the resistance measurements are all within specification. The touchscreen was found by the product investigation engineer to operate as designed and no problem was found.